Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the troubleshooting and results of the investigation, the probable cause includes: the user connected the video connector to the device without drying the electrical contacts on the video connector completely, or the event occurred due to insufficient connection of the digital light source cable. Either of these could cause failure in stable communication between the endoscope and the video processor, resulting in b30 error (scope communication error). This issue is addressed in the instructions for use (IFU): "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.". "Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.".

Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported a b30 error while using a video system center during the beginning of a procedure. The issue was discovered during a diagnostic colonoscopy procedure. There was a delay in the procedure and the patient did not undergo general anesthesia. The procedure was completed successfully. No patient injuries or infections were reported. No additional information has been obtained.